Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On november 16, 2017, it was reported that the device produced incomplete mesh. On meshed skin grafts, a passable graft is 75% or more meshed. This mesher provided less than 75% meshing on the graft and was tagged out of service. On (B)(6), 2017, it was clarified that the issue occurred uring meshing of previously recovered cadaveric donor skin. There was no harm reported and no alternate device was retrieved for use without delay. The event was not related to out of box failure. The blade was properly placed for use and it was not inserted upside down/improperly placed. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. No medical intervention was required and the surgical technique was not applicable. The UDI number of the product is not known. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) seventeen times as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that was producing an incomplete mesh closer to the gears and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced. Initial qa inspection of the skin graft mesher on november 20, 2017 revealed that the calibration was out of specification on the left side but still produced a passing sample graft with our test cutter. There was visible damage to the gear and roller. The 1.5:1 ratio cutter, serial number 1511389 and the 2:1 ratio cutter, serial number (B)(4) both failed to produce passing sample graft even after the collars, bushings, and gears were replaced. The cutters were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection both cutters failed to produce passing sample graft even after the damaged components were replaced. The root cause of the device producing incomplete meshes was due to damaged cutters. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has not been received by zimmer biomet and once the product received our  investigation will begin. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device produced incomplete mesh.